Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The customer repaired the device. The system board was replaced to address the issue.